Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported downstream occlusion alarms, caused by a failed downstream sensor with high fluid readings. The downstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no pt involvement.